Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d4: model # = gpn #. H6 (annex a). Investigation - evaluation: as reported, upon opening the packaging of an ncircle tipless stone extractor, the distal end of the handle sheath was noted to be broken. A customer provided photo, shows the basket sleeve split near the handle. This issue prevented the basket from opening. The user changed to another same device to complete the procedure. No additional procedures or adverse effects have been reported for the patient. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), documentation, and quality control (qc) procedures were conducted during the investigation. Interview of personnel was also conducted. Visual inspection of the returned complaint device was also conducted. One device was returned for investigation without package or label. The green plastic sheath is split near the handle. No other damage noted. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU supplied with the device did not provide any information related to the reported issue. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): (B)(6). E3- occupation: agent. G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon opening the packaging of an ncircle tipless stone extractor, the distal end of the handle sheath was noted to be broken. A customer provided photo, shows the basket sleeve split near the handle. This issue prevented the basket from opening. The user changed to another same device to complete the procedure. No additional procedures or adverse effects have been reported for the patient.